Manufacturer narrative:
The biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to clean the check valve to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.